Event description:
Pt reported the infusion device displayed an e8 power interrupt error. Pt was unable to clear the e8 error due to a "problem of the keyboard." The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.